Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, during lasik flap creation on the left eye the laser froze at 96 percent completion and an unknown error message appeared. The site needed to slightly lift the arm of the laser so they could maneuver the patient out from under it. The surgeon made the decision to wait and attempt a re-treat on a future date. There was no patient harm. Additional information received; a company representative reviewed and confirmed a scanner error occurred.

Manufacturer narrative:
During the technical onsite visit the field service engineer (fse) was unable to duplicate the system error. The fse ran multiple checks and discrete points several times without any errors. The fse completed service installation record and verified that the system is working to specifications. Technical service performed logfile review and found the error message occurred on the treatment day. He recommended to change the scanner as a precaution. The field service engineer (fse) replaced the scanner as a precaution. The system meets specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).